Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and observed the ion-selective electrolyte (ise) drain tube was clogged and the electrodes were expired. The failure mode is identified as use error due to improper maintenance. The customer had not replaced the electrodes since december 2021. Per au680 ise chemistry user guide, the electrodes should be replaced evey six months or every 40,000 samples. If electrodes have deteriorated, the system cannot obtain accurate analysis results. The fse replaced the ise electrodes and ise tubing to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erroneously low anion gap (agap) patient results on their au680 chemistry analyzer. There were no erroneous low agap patient results reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.